Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the catheter was used on a labor and delivery patient. Catheter was inserted without complications and used successfully. When clinician attempted to remove catheter, resistance was met. Hospital staff tried, at different times, to remove catheter by putting patient into different positions. Upon removal, approximately 6cm piece was retained in patient's epidural sack. A neurosurgeon was consulted and a second opinion is being obtained. At this time, they have decided to leave the piece in place.